Manufacturer narrative:
(B)(4).this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that they heard their device emitting tones. The patient was seen for a device follow up but the device was unable to be interrogated. The patient had been seen approximately one year prior where the device was reported to have indicated a remaining battery capacity of greater than five years. The patient was subsequently seen for a change out procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.